Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue tissue damage it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (20425r151) was inserted and grasping attempted. However, after multiple grasping attempted, tissue damage was observed and one of the grippers stopped working. Therefore, the clip was removed and replaced with another xtw clip (20503r175). This clip was successfully implanted; however, mr remained at a grade of 4. To reduce mr, an additional xtw clip (20607r104) was inserted, but grasping was difficult. Therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. The reported inability to grasp could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the harness pinching the gripper cover. The harness pinching the cover is likely due to troubleshooting maneuvers of the inability to grasp the leaflet. The inability to grasp the leaflet appears to be related to patient morphology/pathology. The tissue injury was due to multiple grasping attempts of the inability to grasp the leaflet. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.